Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during a coronary diagnosis procedure which was completed as planned by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed the intermittent issue with ippc failure. A review of the system log file also confirmed the reported problem. Upon functional testing, fse found that there were many problems with hard drives and poor reliability, due to which image acquisition failed and fse confirmed failure with the hard disk. To resolve the issue fse replaced the hard disks and recreated the database. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not acquire images. The device was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the hard disks on the image processing pc which returned the device to use in good working order.